Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that there was fluid discovered during pd treatment. There was a balloon valve leak alarm during an unknown phase of treatment. The alarm went off 3 times. Fluid was not discovered in the pump module area. Fluid was not discovered on the external of the cassette. Fluid leaked from the stay safe connector. The patient was issued a new cycler. In a follow up, the reporter verified the fluid leak event and said that there was no harm, intervention or adverse event associated with the leak. The patient is doing current treatments with a cycler from the clinic as the patient wanted a new cycler and it has been issued. The cycler set is not available to be returned.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that there was fluid discovered during pd treatment. There was a balloon valve leak alarm during an unknown phase of treatment. The alarm went off 3 times. Fluid was not discovered in the pump module area. Fluid was not discovered on the external of the cassette. Fluid leaked from the stay safe connector. The patient was issued a new cycler. In a follow up, the reporter verified the fluid leak event and said that there was no harm, intervention or adverse event associated with the leak. The patient is doing current treatments with a cycler from the clinic as the patient wanted a new cycler and it has been issued. The cycler set is not available to be returned.